Event description:
Covidien vloc 180 10mm absorbable reload 6" suture needle broke off inside patient during procedure. All pieces were retrieved per the surgeon. This was a previously recalled product for the same reason, however this lot number was not included and therefore not removed from stock.